Manufacturer narrative:
Citation: cammalleri, v. Md et al. Carotid doppler sonography: additional tool to assess hemodynamic improvement after transcatheter aortic valve implantation. Journal of cardiovascular medicine. (2018) mar;19(3):113-119. Doi 10.2459/jcm.0000000000000622. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding use of carotid doppler sonography as an additional tool to assess hemodynamic improvement after transcatheter aortic valve implantation. All data were collected from a single center. The study population included 62 patients (predominantly female; mean age 82 years), all of them were implanted with medtronic corevalve prosthesis. The serial numbers were not provided. Among all patients adverse events included: permanent pacemaker implantation, atrio-ventricular (av) block, valve in valve due to valve malposition, pericardial tamponade, blood loss and moderate aortic regurgitation (ar). Other adverse events included femoral dissection treated with vascular surgery. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.